Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an anterior cruciate ligament injury surgical procedure on an animal, it was observed that the battery casing device lid came off and something like a silicone ring came out. It was not reported if there were any delays in the surgical procedure or whether a spare device was available. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device ring was detached from the battery casing and the seal applied along the surface of the ring was partially removed. It was noted that the battery housing can be deformed under high pressure and temperature and consequently the lid can be pulled off in combination with incorrect handling. If the press button is not pushed and the operator applies pressure on the lid, the complete lid can be detached. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.